Event description:
A report received from the USA stated an 840 ventilator shut down with an "no oxygen" device alert while transporting a patient. No patient injuries were reported. The date of the event is unknown. No additional information is available at this time.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and confirmed the "no o2" alert message in the alarm logs. However, the cse was unable to duplicate the "no o2" alert. The device passed all calibrations, short self-test, extended self-test (est) and performance verification testing (pvt) according to manufacture specifications. In the event that additional information is received, a supplemental report will be submitted. Covidien ref: (B)(4).